Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. An xtw clip (40404r2107) was inserted and grasping was performed. However, the clip was unable to establish final arm angle (efaa). Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. An additional xtw clip was prepared and inserted. However, after inserting into the steerable guide catheter (sgc), it was noted that the valve was leaking, and air entered the sgc. The clip delivery system (cds) was removed while aspirating. The sgc was removed, and the functional test found the valve was leaking. Therefore, the sgc was replaced. The same cds was used and implanted with a new sgc without issue, reducing mr to a grade of 2.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.